Event description:
It was reported that patient underwent cataract phacoemulsification and intraocular lens replacement in hospital on (B)(6) 2025. During the surgery, when the intraocular lens was implanted into the capsular bag, the lens suddenly fractured. The fractured lens was immediately removed and replaced with a new intraocular lens. Delay of surgery time. No further information available.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section d6a: implant date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: explant date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6) section h3-other (81): it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.